Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, guide catheter: guide plus. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 3.50x15 mm xience sierra stent delivery system (sds) was being advanced when resistance with a non-abbott guide catheter was noted. The sds, guide catheter and a non-abbott guidewire were removed from the patient anatomy as a single unit. Post removal, the stent was noted to have dislodged in the guide catheter. A new non-abbott guide catheter was advanced and the procedure was successfully completed by deploying a new 3.50x15 mm xience sierra stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported dislodgement was able to be confirmed. The reported difficulty to position was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the 3.50x15 mm xience sierra stent delivery system (sds) was advanced the sds is not coaxially aligned (meaning it is not inserted straight so it interacts with the guiding catheter) and/or interaction with the noted kinks on the non-abbott guiding catheter resulted in the reported difficulty to position. Post removal from the anatomy, interaction of devices ultimately resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.